Manufacturer narrative:
(B)(4). Investigation summary: the customer provided two photos for investigation. The two photos show a hook at the needle tip. It seems the damaged needle tip could have been induced while uncapping-capping the needle assembly from the photos provided. This needle is very sensitive to how it is handled; this is a 30 gauge needle and can easily damage the needle tip when the right method is not followed. As part of the manufacturing process, an automated mechanism checks 100% of all the products for damaged needle tip. On june 04, 2020, awareness meeting with the bd china team held to explain how sensitive to handle this needle product and easily damage the needle tip. The bd china team will meet with the customer to provide guidance/ training. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: it seems the damaged needle tip could have been induced while uncapping-capping the needle assembly from the photos provided. This needle is very sensitive to how it is handled; this is a 30 gauge needle and can easily damage the needle tip when the right method is not followed. As part of the manufacturing process, an automated mechanism checks 100% of all the products for damaged needle tip. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle was blocked on 53 occasions before use. The following information was provided by the initial reporter: their company sampled 1250 needles randomly in the warehouse for needle blockage and needle tip quality test on (B)(6) 2020. Test sequence: firstly, the quality of the needle tip was tested. Test method: the needle tip was used to scrape the cotton fiber, and the needle sample that could hang the cotton fiber was then observed by microscope. After the quality detection of the needle tip, the needle blockage was detected by connecting the needle to the syringe filled with purified water for drainage, and if the purified water could not pass through, the needle blockage was detected. A total of 34 needle tips were found to be defective in the 1250 randomly selected samples. Among them, 2 needle tips barb length were 40 m and 1 needle tip barb length was 50 m.